Event description:
It was reported that when the device was used during a lobectomy, at the second firing, the wedge band bypassed. There was no reported pt consequence. It was not reported how the case was completed.